Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the actual pump pressure was significantly higher than the pump pressure displayed. The pressure was then manually reduced at the pump in order to lower the pressure and successfully complete the procedure.